Manufacturer narrative:
No equipment problems were reported at the time of the procedures. Also, there was no indication that the account believed that the esus needed to be checked. A review of the device history records (dhrs) for the generators did not reveal any anomalies. To further investigate this situation, a search of published literature was performed on complications involving the surgery [i.e. Cartoid endarterectomy (cea)]. Our research revealed that temporary vocal cord paralysis (tvcp) rates were from 4 to 25% with sustained vocal cord paralysis being between 0.5 to 2%. In all practicality, surgery performed in this area is very delicate with the possibility of some nerve damage. It does not appear that the generators would have caused or contributed to the events. No trends have been identified with this situation. Erbe is now closing this file.

Event description:
It was reported that six (6) pt incidents occurred with two (2) electrosurgical units (esus/generators). The events occurred during the opening of occlusions in the carotid arteries. Paralysis of the vocal cords due to damage of the relevant controlling nerves resulted at the end of the operations (note: the generators provided the thermal energy for each of the procedures.). The events occurred between 2006 and 2007. No specific information on the pts was provided.